Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied with six remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. When the surgeon used the device, the formation was bad. The clip part is broken so the nurse changed to a new one. There was patient involvement but no patient injury. No medical intervention was required. The surgery time was not extended by thirty minutes or more. The product was not tested prior to use. They changed to a new device to resolve the issue. The current condition of the patient is stable.